Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl (concentration and dose unknown) and 3 other unknown medications via an implantable infusion pump. One of the medications started with a "b" and was a muscle relaxer; the reporter did not know the other 2 medications. Patient history included spinal pain. The patient was morbidly obese. The patient took oral oxycodone, klonopin, and about 15 other oral medications on top of the pump medications. The medications caused the patient to mumble, spill coffee, and fall. The most recent fall was on (B)(6) 2015 at 6am. An ambulance was called due to the fall but the patient refused treatment and transport. The patient's pump was currently empty. The patient's doctor called to cancer her appointment 9 days ago. The reporter did not remember the date of the appointment. The doctor was temporarily not able to fill pumps. The patient's husband called a doctor's office and stated that every time he calls they say their computers are down and they cannot help him. The patient continued to seek a physician to fill the pump. There was no withdrawal and no patient symptoms related to the empty pump. The pump was not currently alarming. Patient and event outcome were unavailable at the time of this report. Additional information has been requested but was not available at the time of this report.